Event description:
Patient had a diagnostic cardiac cath with a mynx closure device post procedure. After the procedure, the patient developed a blistered area at mynx site with light pink drainage, which resolved with antibiotics.